Event description:
(B)(4). Approximately a year after I had the essure procedure I began having chronic lower pelvic back pain, random joint pain and bleeding after intercourse. I went to gyn and complained and was told that my symptom were unrelated to gyn and essure. So none of these symptoms were ever noted as related to essure. As of today I have been diagnosed with ra, auto immune disease and because of continued bleeding and lower back pain I had to have a full hysterectomy.